Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient experienced shocking sensations at the implant site while therapy is on. Field representative met with the patient and determined parameters are within expected range. Subsequently, the proclaim 7 ipg was explanted and replaced on (B)(6) 2019. Effective therapy was established post-op. The shocking sensation has resolved.